Manufacturer narrative:
.

Event description:
It was reported the patient's stimulator became exposed. It was coming out of the patient's skin. The patient experienced skin temperature asymmetries and skin color changes as well as edema and pain. An infection was diagnosed. Blood cultures were obtained (no results reported) and infection control was consulted. The device was explanted. A new stimulator will be implanted after the infection has cleared. The patient recovered without sequela.